Event description:
The patient had a luxation of the liner from the glenosphere and the cause is unknown. At about 5 months from primary the surgeon revised the glenosphere and liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 02 may 2025: lot 2315955: (B)(4) items manufactured and released on 22-nov-2023. Expiration date: 2028-06-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional implant involved, batch review performed on 02 may 2025: reverse shoulder system 04.01.0269 sensitin glenosphere 36xø24.5 (k203755) lot 2404992: (B)(4) items manufactured and released on 11-09-2024. Expiration date: 2029-08-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. There is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.